Event description:
This patient underwent medtronic dual-chamber device insertion for trifascicular block. The patient was admitted six months later for evaluation of alteration in mental status. One day later the device was interrogated and the results reviewed. The device shows normal function, and is generally pacing up to 60% to 70% of the time. No arrhythmias detected.the next day, the patient had a frank syncopal episode. Three days later, the cardiologist noted: "the patient had multiple episodes of non-capture and pauses for several seconds overnight. This was during sleep and he was asymptomatic. The device interrogation reveals markedly elevated ventricular lead threshold and the output was increased to maximum of 6 v at 1.5 msec. He says he feels tired and weak, and did not sleep well last night. He has had a couple of episodes of dizziness." The patient underwent pacer lead extraction and pacer lead insertion and fluoroscopy. Notes from the operative report: "examination of the patient's lead under fluoroscopy was unrevealing. The lead appeared to be in good position within the floor of the right ventricle and had active motion with heart beat. There were no obvious lead fractures visible by fluoroscopic examination."..."a stylet was passed down the old right ventricular electrode and the active fixation device withdrawn. Under fluoroscopic guidance with constant gentle traction and some rotational torsion, the old lead was removed. Examination of the lead over its entire extent visually showed no evidence of abnormalities."... "Tolerated the procedure well."what was the original intended procedure?pacer lead extraction; pacer lead insertion.device #1is this a laboratory device or laboratory test?no.